Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The device was returned for investigation. It was determined that the root cause of this issue was confirmed to be a cracked purge retainer.

Event description:
An 86-year-old patient was treated for acute myocardial infarction/cardiogenic shock. An impella cp smartassist heart pump was used for hemodynamic support. During purge system preparation, the automated impella controller (aic) did not recognize the purge cassette. Visual inspection revealed damage to the aic. The issue was resolved by resorting to the backup controller. The defective controller was sent in for examination and repair.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.